Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax 200 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit used was a 20w versa pulse holmium laser with 8.0w x 6.8j setting. According to the complainant, during the procedure, the body of the laser fiber broke while it was being inserted into the scope. No fiber fragment fell inside the patient. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). One accumax 200 laser fiber was received for evaluation. Visual examination of the returned device revealed that the fiber was returned in two pieces, a 265-cm piece which included the sma connector and a 51-cm piece which included the distal tip. The exposed glass fiber tip measured 4.0mm and appeared unused. Examination under magnification revealed small fractures within the exposed tip, with no indication of any tip breakage. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.